Event description:
Allegedly, patient revised due to failed left hip implant requiring revision; pseudotumor from particle disease; alval reaction; black fluid and black necrotic tissue around left hip joint; pain.

Manufacturer narrative:
This is the same event as 3010536692-2015-00272.